Manufacturer narrative:
Device has not been explanted. Without the part or lot number, the manufacturing site, 510k number and date of manufacture cannot be determined. No product is available for eval. No part or lot number were provided. No conclusions can be made at this time.

Event description:
Eight months after being implanted with uss fracture construct, pt suffered a fall at home and began to suffer back and hip pain. X-ray showed top portion of the fracture clamp at l4 (left) had dislodged from the construct. Fusion has been achieved and the pt's pain will be monitored over time. No revision is scheduled at this time.